Event description:
It was reported that a malfunction code appeared on the device. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which was successful, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.